Event description:
It was reported that merlin.net transmission revealed multiple ventricular noise reversions. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.